Event description:
It was reported that the customer was hospitalized. Customer stated that is was not diabetes related and the insulin pump helped her when she was in the hospital. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.